Manufacturer narrative:
The sample was requested for investigation but could not be provided. As the sample is not available for investigation a final conclusion could not be provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys anti-sars-cov-2 assay on a cobas 8000 e 801 module. No incorrect values were reported outside of the laboratory. The sample was tested using the elecsys anti-sars-cov-2 assay, resulting with a value of 0.986 coi (non-reactive). The sample was expected to recover a positive/reactive value as the patient has covid 19. The sample was tested using the euroimmun test and recovered a value of 1.7 (no units provided), which is a reactive result. The serial number of the e 801 analyzer is (B)(4).